Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons less responsive, middle button did not always work and smells of insulin reservoir area may leak. No harm requiring medical intervention was reported. The insulin pump had battery life less than 1 week, battery connection was spotty and random no delivery alarm. The device will not be returned for analysis.